Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4). A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during an electrode and probe placement. It was reported that the system had an error code 64 after registration. The system rebooted and they were able to proceed to navigation. There was no patient harm and the procedure was delayed by one minute.